Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. A duplicate of this record was submitted under 9617229-2020-09949. This record is being reported to consolidate all information relating to this patient.

Event description:
Device has been explanted.

Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture.

Event description:
Patient reports right side rupture. The device remains implanted.

Event description:
Patient reports right side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified an opening extended on anterior and device was underweight. A visual and microscopic analysis was performed which identified sharp broken on radius and missing shell. A dimension measurement of the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment is: missing shell assessed as inconclusive. A sharp broken on radius assessed as an unidentified (tear) opening.